Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, blood leaked from the non-patient end of the device on to the user's hands as well as the patient. This occurred with two (2) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 25-oct-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received two (2) photos and four (4) samples for investigation. One of the customer photos shows a device with blood leakage in the holder. The four customer samples underwent functional tests using ten tubes per needle to assess the functionality of the device. All the samples passed the tests, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode sleeve leakage based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, blood leaked from the non-patient end of the device on to the user's hands as well as the patient. This occurred with two (2) devices. There was no report of adverse impact to patients or users.